Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported a system error related to a battery fault. There was no reported patient involvement.

Manufacturer narrative:
The customer reported a system error related to a battery fault. Further information was provided that it was an error code 1:10 (battery voltage out of range).